Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis indicated that the programmer stylus did not align to the touch screen. The bezel shield assmbly and stylus were replaced and calibrated. The programmer was to be sent for software reload and reallocation. (B)(4).

Event description:
The programmer was returned as an exchange and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.